Event description:
Removal of endosseous dental implants. Two implants were placed in class I bone on 7/13/96. The implants were removed on 8/20/96 at which time pain and numbness were present. The clinician reports that the pt's medical condition (niddm) that, although controlled with medication, may have affected healing following implant placement. Overheating of the dense bone during surgery may also have contributed to the failure.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.